Manufacturer narrative:
This report is submitted on sep 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the postauricular region, near the incision site (date not reported). The patient was treated with multiple oral and topical antibiotics (date and duration not reported), however, the issue did not resolve. This report is submitted on november 11, 2021.